Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020-, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-oct-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 01-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they were only feeling stimulation in their legs during programming. They couldn't get paresthesia back coverage while mapping. There were no known external or patient factors that contributed to the issue. A fluoro image was taken and it was found that the leads had moved about a vertebral body caudally. Reprogramming was done to move the electrodes in use to those at higher locations. No surgery was planned. The issue was resolved at the time of the report.